Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker was explanted and replaced due to a nonspecific product performance anomaly. Upon review of the data trend a high out of range pacing impedance measurement greater than 3000 ohms was noted on the right atrial (ra) lead. This device has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide additional information in the describe event or problem section b5. And correction on the initial reporter country section e1. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker was explanted and replaced due to a nonspecific product performance anomaly. Upon review of the data trend a high out of range pacing impedance measurement greater than 3000 ohms was noted on the right atrial (ra) lead. This device has not been returned for analysis. No additional adverse patient effects were reported. Additional information was received; this pacemaker has been returned for analysis. No additional adverse patient effects were reported.